Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: united kingdom. It was reported that the clip applicator was regularly mis-firing and the plastic tip on the disposable clip has broken off while in use. When the clip was returned to the scrub nurse it was discovered that a small part of the plastic tip was missing. The surgical team was unable to locate the fragment. Unsure of any harm to the patient. There was approximately 15-20 minute delay in surgery.

Manufacturer narrative:
No product at hand. The device quality and manufacturing history records have been checked for the lot number and found to be according to specification valid at the time of production. The root cause of the problem is most probably user related. According to the production department there is no production error. The lot number is according to the specification valid at the time of production. According to the quality standard and DHR files, a material defect, production and design error can be excluded. No CAPA is necessary.